Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, x-ray revealed dislodgement of the right ventricular lead. The lead was removed and replaced.